Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred. There was no impact to the customer¿s blood glucose, as the pump is used for demonstration purposes only and was not being used for insulin therapy at the time of the reported event.